Event description:
Additional information received indicates that surgical intervention was undertaken on an unknown date wherein the fragmented lead was explanted.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2025 [related manufacturer reference number: 1627487-2025-00806; 1627487-2026-00072] the s1 lead was unable to be explanted. As a result, the s1 lead was cut and left partially implanted in the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.